Manufacturer narrative:
(B)(4). This lot was manufactured between february 14, 2014 and february 17, 2014. Baxter received on unit for evaluation. Visual inspection on the unit noted a solid white particle approximately 0.20 mm in size, floating in the fluid of the reservoir. The particle was in the fluid path. The particle was identified to be polyester material via fourier transform infrared spectroscopy (ftir) spectrophotometer scanning. The cause of the problem could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a single day infusor was observed to have particulate matter identified inside the bladder. The unit was filled with desferrioxamine. There was no patient involvement. Additional information was requested and is not available. This is medical device report 1 of 2.

Manufacturer narrative:
(B)(4). A CAPA has been initiated to investigate the issue of particulate matter. Should additional relevant information become available, a supplemental report will be submitted.